Event description:
It was reported that the seals in the vaporizer inlet/outlet came loose. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer who cleaned and re-positioned the vaporizer seals, the anesthesia system was then successfully tested and cleared for clinical use. There have been no device logs available to confirm any failing tests during system checkout or faults during ongoing ventilation. We have not been able to determine the cause why or when the vaporizer seals became loose.

Event description:
Manufacturer's reference number: (B)(4).